Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response buttons was non-functional. The cause for the failure was isolated to a broken response button switch. The root cause for the broken switch could not be positively identified but was likely due to physical abuse. No adverse event resulted from the defective monitor.